Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 200 units of cold insulin. The customer's blood glucose level was 122 (mg/dl). Reportedly, the customer added insulin to the cartridge and completed the load process successfully.